Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, arten600709-002 rev c table t1 the recommended size delivery system for use with a 24mm amplatzer cardiac plur is a 13f.

Event description:
It was reported that on (B)(6) 2022, a 24mm amplatzer cardiac plug was chosen for implant using an amplatzer torqvue 45x45 delivery sheath. When in position inside the patient it was found that the lobe of the plug could not be opened properly; the device was still attached to the delivery sheath. The procedure was aborted and rescheduled. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient is currently stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 24mm amplatzer cardiac plug was chosen for implant using an amplatzer torqvue 45x45 delivery sheath. When in position inside the patient it was found that the lobe could not be opened properly; the device was still attached to the delivery system at this time. The procedure was aborted and rescheduled. The patient is currently stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.